Event description:
Boston scientific received information that the patient stated the implant site is red and she is currently on antibiotics to treat an infection she received from the implant procedure. The patient will be following-up with the physician in the near future to determine if the infection has cleared or if any further action will need to be taken. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.